Event description:
(B)(6) (cs) emailed to report: during the case, we had to add a tool card for modulex drivers so I jumped back to instruments. When I tried to go back to navigation screen, the navigation selection had a lock on it and I could not advance back to navigation. I was able to go to the image acquisition screen, select the o-arm spin that we had done and was able to jump back into the navigation screen. Able to proceed with the rest of the case. No delay to the case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).